Event description:
The subject device was used during a laparoscopy-assisted colectomy. The error occurred and the device could not be used any more. Although the user exchanged it with another tb-0535fc and continued to procedure, the error occurred again and the second device also couldn¿t be used any more. The procedure was completed with another third tb-0535fc. This MDR is regarding one of the tow broken devices, but it cannot be specified which one is the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device severely wore. The tip of the probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wore. Considering the evaluation result of the subject device, omsc concluded that the severely wear of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the reported error occurred. See scanned page. This report is one of the two reports. Cross reference MFR report number 8010047-2015-00130.